Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer reports battery failed alarm. Device passed the self test, active current measurement and displacement test. However, insulin pump received with a high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery failed alarm noted during testing. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1/ electrical board 2 and battery tube during visual inspection. Also, found in the pump history multiple low battery alerts on (B)(6) 2020 23:08:00. Due to moisture damage electronic assembly. Device had corroded battery tube, cracked battery tube threads, cracked case at bottom pump, cracked keypad overlay. Device p-cap / test reservoir lock in place properly. No unexpected battery failed alarm. However, pump received with high sleep current measurement, low battery alarms in the insulin pump history file due to moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Troubleshooting was performed but customer still received battery failed alarm after changing battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.